Event description:
While performing preventive maintenance on the bed, the technician found exposed wires on the power cord.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.